Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found the sample needle chatters and going into the caps. Fse cleared and lubricated the sample z rail, the gears, and the y-axis. Fse then checked the system for proper alignment. In addition, closer inspection showed the cooling fan for the column over was not running due to a flood in the area. Fse cleaned up the flood and replaced the cooling fan. Fse then performed calibration and ran quality controls (qc) and patient samples; all results were within acceptable range. The g8 instrument was performing as intended and the error message cleared. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(4) 2016 through (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, message 710 z1-axis error. This error message is generated when there is operation error in z1-axis, i.e. An abnormality occurred in the up and down movement of the sampling needle. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The countermeasure is for the customer is to inspect z1-axis. Execute smp.reset. Also, if this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The most probable cause of the reported event was due to defective fan and the sample needle chattering.

Event description:
On (B)(6) 2018, customer reported getting message 710 z1-axis error on the g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.